Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2007, the patient was implanted with two gore tag endoprostheses. On (B)(6) 2008, the thoracic endograft system was extended with a gore tag endoprosthesis. On (B)(6) 2010, the patient underwent an open procedure of the thoracic aorta where the endograft system was removed and the patient underwent surgical repair of the thoracic aortic aneurysm.